Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the bending section cover was damaged during user handling. Then water invaded the device from the damaged location, and the water damaged circuit board inside video connector, causing the no image to occur. User can detect the suggested event by handling the device in accordance with the following instructions for use (IFU). Operation manual chapter 3 "preparation and inspection" 3.8 "inspection of the endoscopic system_ inspection of the endoscopic image" user can reduce/prevent occurrence of the suggested event by handling the device in accordance with IFU below. Ltf-s190-5 reprocessing manual chapter 1 general policy 1.4 precautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. However, a definitive root cause could not be determined.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the finding listed in b5, the device evaluation found that the video connector (plug unit) was corroded, the bending section cover was torn, and the bending tube was deteriorated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, videoscope to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was no image displayed due to water invasion. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.